Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No moisture damage was noted on the motor or electronic assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No rattling noise was noted during testing.

Event description:
It is reported that the customer had high blood glucose levels of 138 mg/dl. The customer reported an insulin leak in the reservoir chamber of the insulin pump. The customer reported that the insulin might have leaked because the reservoir and the infusion set were not connected. Troubleshooting was done. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.